Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had allegedly experienced a patient safety incident and wanted to investigate how much drug was associated with a pump module and it's connected pc unit at the time of event. There was patient involvement but impact is unknown. It was later reported that the customer found that the incident was because of a user error. Further information was not provided.